Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector cover unit and scope connector case unit had foreign material. Also, the scope connector was dirty. Based on the results of the investigation, a definitive root cause could not be established for the customer reported no image as it was not confirmed this defect occurred with the device. Additionally, the likely cause of the foreign material in the scope connector cover unit and scope connector case unit could not be established. However, the cause of the dirty scope connector was traced to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. It is unknown when the reported issue occurred. There were no reports of patient harm.